Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) /2014. Pupillary block with elevated iop associated with excessive vault was noted. The lens was explanted and the surgeon plans on implanting a shorter lens.

Manufacturer narrative:
This product was manufactured in switzerland and is not marketed in the u.s. (B)(4). Device evaluated by manufacturer? No - lens not returned (B)(4).